Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the colored plastic insert fell out when airway was in patients' mouth. The airway was removed and replaced with a new airway. The staff disposed of defective device, so it is not available for evaluation. The item was removed from patients' mouth and replaced with a different airway. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A scar (supplier corrective action request) was issued and requested the manufacturer (well lead) to conduct a detailed investigation with the photos.